Event description:
It was reported by the medical staff that the patient reported "a few weeks ago, controller alarms [were] received at home." The controller stated "no power" despite two batteries being connected. The patient put on new batteries which resolved it for an hour, but then, intermittent alarms started again. He then changed out the controller. Alarms went away at that point. Log files for both controllers were sent to the manufacturer for analysis; however, there were errors that caused the info to not be accessible. The patient tolerated the exchange.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The company is seeking this information through the event investigation.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the controller log file confirmed the reported event; logs revealed occurrences of controller power-up/motor start events, indicative that both power sources were disconnected. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. A root cause could not be conclusively determined; log file analysis confirmed the reported event, however, the controller passed visual and functional testing. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.